Manufacturer narrative:
This report is being cancelled. The issue was found during with a training unit. Revert all sections to blank : b. Adverse event or product problem d. Suspect medical device e. Initial reporter g. All manufacturers h. Device manufacturers only.

Event description:
This report is being cancelled. The issue was found during with a training unit.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported the cardiosave intra-aortic balloon pump (iabp) had all lights flash on the trainer when plugged into iabp. It is not usable. It is broken.